Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was loose. The customer's blood glucose level of 340 mg/dl. The contact stated that they would address the customer's bg level; however, not additional information was provided. The contact reconnected the luer lock connection.